Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right ventricular (rv) lead exhibited high thresholds when placed in different areas of the right ventricle. It was also noted that the patient had myocardial fibrosis in the apex of the heart. The lead was removed and replaced. No patient complications have been reported as a result of this event.